Event description:
The facility reported that the caregiver was giving the resident a bath, when she noticed the resident was getting pink skin. The caregiver stated that she was checking on the other tub in the room. She stated that she gave the resident instructions on the use of the tub. She also stated that she had asked for the tub mixing valve to be checked long ago because it was working incorrectly (info gathered from her statement submitted to the nursing dir).

Manufacturer narrative:
An investigator examined the device and found the tub needed a new display board and the temperature sensors were not working. The tub is over 10 years old. The event was recreated: if the solenoid valve fails, the water temperature is able to reach above 115 degrees. The MFR has concluded the root cause of this event is both user error and lack of maintenance: the pt was left unattended, and the bath was filled with the pt placed in the tub. It is stated in the user manual under warning notes: never leave the pt unattended, and constantly monitor the bathing cycle. To avoid the possibility of scalding the pt: always fill the tub and test the temperature of the water with a thermometer or your wrist before placing the pt into the tub. Do not add fill water while the pt is in the tub - doing so could result in a hot water burn to the pt. It was indicated that inspection according to the users manual had not been made. It is stated under daily safety check: "hot water alarm/shut-off system: turn on the water and adjust the mixing valve control handle slowly past 100 degrees fahrenheit (38 degrees celsius). At 110 degrees, the alarm should begin to beep and a red light with the words "high temp" should appear above the temperature monitor. Should the hot water shut-off device activate, move the mixing valve control handle toward cold and push the off switch on the control panel below the reset light to restart the system. The MFR recommends that worn/damaged parts be replaced and consideration given to replacing entire unit as it has exceeded its expected life.